Event description:
It was reported that the user experienced a low glucose event for which EMS was contacted after a prior report of hospitalization, and there was concern about whether cartridge changes were being performed properly. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and caregiver and analysis of information provided. Investigation of this case revealed insufficient information with no findings available, and no specific device problem or component could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.